Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
Review indicates the reported device was manufactured and accepted into stock with no reported discrepancies. Review indicated there have been no other reported events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics.

Event description:
Third dislocation.

Event description:
Third dislocation.